Event description:
A sales general manager reported that, according to a sales rep, a surgeon had inadvertently used simplex hv with gentamicin during a total knee replacement that was expired since two years.